Event description:
It was initially reported that the device had noisy ECG in paddles lead; however there was no effect to defibrillation therapy. There was no patient use associated with the reported failure. Upon further evaluation by physio-control, the reported failure was verified and it was also observed that the device prompted "motion detected" constantly in AED mode and could prevent defibrillation therapy from being delivered.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the malfunction to be due to a missing solder on one leg of resistor, designator r7.